Manufacturer narrative:
Problem code 2976 captures the reportable event of side car - rx push back. Visual inspection of the returned device found the basket was in closed position when it was received. The sheath was buckled in several locations and was detached from the handle. Additionally, the side car was found pushed back out of specification and was torn in the distal section. Functional inspection found the basket was not able to open due to the sheath had detached from the handle. Based on all available information, the investigation concluded that procedural or anatomical factors encountered during the procedure likely affected the performance and integrity of the device. Handling and manipulation of the device can lead to the pushed back of the side car. Also, the interaction with the guidewire could have contributed with the torn side car and it is likely that the user exerted force on the product causing the sheath to buckle and detach; once the sheath detached, the basket couldn't extend as expected. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sidecar of the trapezoid basket was torn and pushed back preventing the basket to open. The procedure was completed with another trapezoid basket. There were no patient complication reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sidecar of the trapezoid basket was torn and pushed back preventing the basket to open. The procedure was completed with another trapezoid basket. There were no patient complication reported as a result of this event.